Manufacturer narrative:
Block d4 and h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: patient code e012201 captures the reportable event of paralysis. Patient code e0133 captures the reportable event of stroke/cva. Patient code e0503 captures the reportable event of embolism. Device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The scans of the placement showed that the hydrogel appears to be place into the peri-prostatic venous plexus. On (B)(6) 2023, presented with left side hemiparesis via ambulance and found to have an acute cerebrovascular accident in the right middle cerebral artery (mca). Therefore, the patient underwent emergency thrombectomy and an echocardiogram in hospital that was reported unremarkable. The patient recovered mostly back to the baseline strength and very minimal weakness on left side. The patient was reported as "fully recovered" at the time of this reported. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional information block b5 and b7 have been updated based on additional information received june 28, 2023. Block d4 and h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: patient code e012201 captures the reportable event of paralysis. Patient code e0133 captures the reportable event of stroke/cva. Patient code e0503 captures the reportable event of embolism. Device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
T was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The scans of the placement showed that the hydrogel appears to be place into the peri-prostatic venous plexus. On april 27, 2023, presented with left side hemiparesis via ambulance and found to have an acute cerebrovascular accident in the right middle cerebral artery (mca). Therefore, the patient underwent emergency thrombectomy and an echocardiogram in hospital that was reported unremarkable. The patient recovered mostly back to the baseline strength and very minimal weakness on left side. The patient was reported as "fully recovered" at the time of this reported. No further information has been obtained despite good faith efforts. ***additional information received on june 28, 2023*** it was further report that the procedure was performed under monitored anesthesia case, the type of anesthesia was general. Fiducial markets were administrated transperineally prior the hydrogel injection. It was also reported the thrombus was noted but the nature of the thrombus was not described or noted. It was not specifically mentioned the hydrogel was removed during the thrombectomy. The patient condition was reported as "healthy, active, very minimal residual left sided weakness". The patient had started his stereotactic body radiotherapy, he was in 5 out of 5 treatments of 4000cgy in 5 fractions at the time of this report.